Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose was 256mg/dl and she has been disconnected from the device in the past hour. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.